Event description:
It was reported that the camera head images seemed to be poorly displayed. The issue was noted during a therapeutic procedure. Pre-use inspection was implemented. The procedure was completed with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation to date. As a result, the investigation was unable to determine a cause of the reported failure. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU), it states: 4.1 precautions for use (warning) if any of the following problems occur during use, such as disappearance of the endoscope image or inability to adjust the focus, strictly observe the following precautions and discontinue use immediately. There is a risk of serious injury. The video system center should be turned off and then immediately turned back on to see if the image returns. If the image returns, pull the endoscope from the patient while viewing the image and discontinue use. If the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. When various types of instruments are being used, withdraw them in the safest way possible before withdrawing the endoscope. Operate the endoscope by holding the camera head, not the camera cable, during use. Not only may the camera cable be damaged, but it may also lead to image abnormality. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported that the camera head images seemed to be poorly displayed. The issue was noted during a therapeutic procedure. Pre-use inspection was implemented. The procedure was completed with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E3: non-health care professional; e2: no. The device is expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.